Event description:
Sorin group received a report that the pump stopped. Troubleshooting found a piece of the pump cover had broken off and fallen inside the raceway. The piece was removed and the case continued without issue. There was no patient consequences due to this issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump being used as the sucker stopped during bypass and a pump controller motor fault error was displayed. Troubleshooting of the problem by the perfusionist was able to find that a piece of the pump cover had broken off and fallen inside the raceway. The piece was removed and the case continued without patient injury or further issue. There was no patient consequence due to this issue. There have been no further problems with this pump regarding a pump stop. A replacement pump cover was provided to the customer and there has been no re-occurrence of this issue. As a corrective action, CAPA (B)(6) 2015 was initiated.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump stopped. Troubleshooting found a piece of the pump cover had broken off and fallen inside the raceway. The piece was removed and the case continued without issue. There was no patient consequence due to this issue. The issue is currently under investigation. A follow-up report will be sent when the investigation is complete.